Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The product was returned for failure analysis. The returned specimen presented numerous offset/overlapping coil wraps creating localized oversized diameters to .04360" beginning 5.20 cm from the distal tip and extending to 12.30cm from the proximal end with varying degrees of scraped ptfe coating damage at the overlapping coil wraps. The specimen also presented numerous bends of varying severity and frequency scattered over the length of the device. No other damage or inconsistencies were noted. Both joints appeared to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. Based on the evidence presented by the returned specimen and the information provided in the complaint narrative, procedural and/or clinical factors appear to have impacted the event as reported.

Manufacturer narrative:
The device was not received therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The product is expected to be returned for failure analysis. If additional information is received or product is returned for analysis a follow-up medwatch report will be submitted. Product was not received.

Event description:
Normal valve preparation and according to instruction for use. Very difficult to advance lotus 27mm valve over safari2 small. S-shape of catheter was assumed to facilitate movement, but still resistance. Then it went over wire and positioned into lvot.2-early clicks during locking (revving the bike technique solved the issue). Perfect final position. Valve catheter could then not be completely retracted over the wire. Valve was outside patient. Decision was made to jointly pull back catheter and wire to outside the patient. Forceful pulling wire removed the wire from the catheter. Both valve and wire will be returned for inspection,